Event description:
The facility returned the device for service with a report of a failure code 702:00. Information was not provided regarding whether or not the device was in patient use when the failure occurred.

Event description:
The customer stated that this failure did not occur during patient infusion. Baxter attempted to obtain additional contact information, none was available. No additional information was available.